Event description:
The consumer reported that she used to charge her implantable neurostimulator (ins) every three to four days, but at the time of the report, she was charging the ins every other day. It was noted that the patient had not been reprogrammed before this change occurred but was reprogrammed after the change to try to extend the charging duration. The patient also reported that the reprogramming helped a little bit but she was still charging the ins too often and the ins was failing. These issues were discovered six months prior to the report. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.